Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported. In ratio 4.7, lab 5.0 further follow up with the customer required.